Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and cervix carcinoma stage iii ('cervical cancer stage 3') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have cervix carcinoma stage iii (seriousness criterion medically significant) and weight increased ("weight gain") and experienced allergy to metals ("severe nickel allergy") and genital haemorrhage ("she had bleeding"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, cervix carcinoma stage iii, allergy to metals, genital haemorrhage and weight increased outcome was unknown. The reporter considered allergy to metals, cervix carcinoma stage iii, genital haemorrhage, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿adverse event nos". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: follow up 2 & 3 process together. On 20-mar-2020: follow up 2 & 3 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.